Manufacturer narrative:
The customer replaced the pcba pcu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service. Upon further investigation, the issue was found during the pre-use setup, which is outside clinical use and presents no direct patient harm. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer called technical support (ts) reporting that the device had a backup alarm error code. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised suspected cpu pcb per the service manual. Provided part ID for pcba, cpu (software 2.30), 2nd gen.